Event description:
A greenfield vena cava filter was implanted in the patient's inferior vena cava in (B)(6) 2012. In (B)(6) 2019 a CT scan of the abdomen without contrast was performed. The superior aspect of the filter is just below the level of the right renal vein. There is no significant tilt. The struts appear intact. The 5:30 strut extends approximately 2.2 mm beyond the cava. The three o'clock strut extends approximately 3 mm beyond the cava. None of the struts extend into adjacent structures. No retroperitoneal hemorrhage was observed. The cava at the superior aspect of the stent is narrowed to approximately 13 mm which was possibly stenosis.